Event description:
A cartridge alarm issue occurred during the pumping process, and the customer reported receiving cartridge alarms even with no cartridge inserted as soon as they selected change cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm occurrence and arranged for a replacement pump to be sent with updated software, offering training via tandem source account. The customer was advised to reach out to their healthcare provider for backup therapy and instructed on how to put the pump into storage mode. Additionally, cts provided guidance for returning the problematic pump using a pre-paid ups label within ten days.